Event description:
User attempted to use stairlift and it would not move. He alighted the lift and walked to the one step into the living area without his walker and fell. Cracked collar bone.

Manufacturer narrative:
On inspection and investigation it was found that equipment was turned off and only needed to be switched on to operate as per specification. User sometimes carries his walker while riding the lift which is not recommended. On this occasion he was not using his walker and fell after getting off the lift and attempting to walk to the step to the living room.